Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported itchiness under the electrodes. There are no allegations of a visible rash. There was no alleged device malfunction contributing to the irritation. Patient was given a recommendation by a physician. Patient also reported using corn starch, which was helping. Outcome of the itchiness is unknown.